Event description:
It was reported that the patient received inappropriate shocks. X-ray was inconclusive. The physicain was unsure if the anomaly was with the lead or competiror device. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.